Event description:
It was reported that the patient stated that the printing need to be bigger and darker and was hard to read. Also, it was suggested that for older people someone should come and set it up. Representative offered to set up purewick urine collection system with patient over the phone and helped to set up machine.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "font too small, poor printer quality (equipment, toner) ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure "it was reported that the patient stated that the printing needed to be bigger and darker and it was hard to read. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient stated that the printing needs to be bigger and darker and was hard to read. Also, it was suggested that for older people someone should come and set it up. Representative offered to set up purewick urine collection system with patient over the phone and helped to set up machine.